Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this cassette reservoir exhibited leakage. It was noted that the reservoir was partially torn. Almost all of the medication leaked out and there was little medication left over. The cassette was changed out. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® medication cassette reservoir was returned for analysis. The device was received filled with liquid. The bag was visually inspected and filled with water in order to detect a leak, but leaks were not found. No damage was detected. The manufacturing process was also reviewed, and no discrepancies were found. No root cause could be determinate since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed.